Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose about two months ago with a reading of 400 mg/dl. The customer treated the high blood by bolusing through the insulin pump. Customer also reported that they received a no delivery alarm that was resolved by changing the infusion set. Customer declined troubleshooting for high blood glucose readings. The infusion set will be returned for analysis.